Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain") and genital haemorrhage ("heavy bleeding and clotting/abnormal bleeding (general)") in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vertigo ("vertigo."), abdominal pain lower ("extreme cramping"), abdominal pain ("abdominal pain"), tooth disorder ("an increase in dental issues and cavities"), dental caries ("an increase in dental issues and cavities"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating,"), dyspareunia ("significant pain during intercourse/ apareunia (inability to have sexual intercourse)"), pelvic discomfort ("discomfort,"), vulvovaginal pruritus ("vaginal itchiness"), vulvovaginal discomfort ("vaginal discomfort"), rash ("chronic rashes on arms"), dizziness ("extreme dizziness"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), headache ("headaches,") and migraine ("migraines") and was found to have weight increased ("a weight gain of 20 lbs following childbirth"). The patient was treated with surgery (ablation and full hysterectomy to remove the coils, leaving the fallopian tube intact). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, vertigo, abdominal pain lower, abdominal pain, tooth disorder, dental caries, alopecia, abdominal distension, dyspareunia, pelvic discomfort, vulvovaginal pruritus, vulvovaginal discomfort, rash, dizziness, female sexual dysfunction, headache and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dental caries, dizziness, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic discomfort, pelvic pain, rash, tooth disorder, vertigo, vulvovaginal discomfort, vulvovaginal pruritus and weight increased to be related to essure (ess205). The reporter commented: current weight 119 lbs. The patient never experienced any of these conditions prior to undergoing the essure procedure. The patient subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. The patient underwent two procedures to have her essure coils removed. Partial hysterectomy in 2013 and full hysterectomy in 2016. She believes that the physician first performed a partial hysterectomy to remove the coils, leaving the fallopian tube intact. A subsequent surgery was performed on (B)(6) 2017 for the removal of additional tissue including, but not limited to, the ovaries. Leave taken from this job or other job for medical reasons- hysterectomies. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2005: total bilateral occlusion. Diagnostic results: hysterosalpingogram (hsg) test for satisfactory placement of both essure coils and full occlusion of both tubes was performed. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received : new events apareunia (inability to have sexual intercourse), migraines, headaches were added. New reporters, weight and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain") and genital haemorrhage ("heavy bleeding and clotting") in a (B)(6) -year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("a weight gain of 20 lbs following childbirth"), vertigo ("vertigo."), abdominal pain lower ("extreme cramping"), abdominal pain ("abdominal pain"), tooth disorder ("an increase in dental issues and cavities"), dental caries ("an increase in dental issues and cavities"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating,"), dyspareunia ("significant pain during intercourse"), pelvic discomfort ("discomfort,"), vulvovaginal pruritus ("vaginal itchiness"), vulvovaginal discomfort ("vaginal discomfort"), rash ("chronic rashes on arms") and dizziness ("extreme dizziness"). The patient was treated with surgery (underwent two procedures: partial hysterectomy to remove the coils, leaving the fallopian tube intact). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, vertigo, abdominal pain lower, abdominal pain, tooth disorder, dental caries, alopecia, abdominal distension, dyspareunia, pelvic discomfort, vulvovaginal pruritus, vulvovaginal discomfort, rash and dizziness outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dental caries, dizziness, dyspareunia, genital haemorrhage, pelvic discomfort, pelvic pain, rash, tooth disorder, vertigo, vulvovaginal discomfort, vulvovaginal pruritus and weight increased to be related to essure (ess205). The reporter commented: the patient never experienced any of these conditions prior to undergoing the essure procedure. The patient subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. The patient underwent two procedures to have her essure coils removed. She believes that the physician first performed a partial hysterectomy to remove the coils, leaving the fallopian tube intact. A subsequent surgery was performed on (B)(6) 2017 for the removal of additional tissue including, but not limited to, the ovaries. Diagnostic results: hysterosalpingogram (hsg) test for satisfactory placement of both essure coils and full occlusion of both tubes was performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.